Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump experienced malfunction with code displayed. There was no adverse impact to the customer's blood glucose level. Caller reset pump with assistance from technical support, planned to resume insulin deliveries once able to load new cartridge, received approval and arrangement for replacement cartridge.